Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that digital visual interface (dvi) cabling for the system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The cabling was returned to the manufacturer for evaluation. Testing found that the cabling had three opens in the pins. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9735763, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the rep was trying to setup external video and was having issues. He tried to proper video chain and there was no change. He over rid the signal output to 1080p which resolved the issue, however he mentioned that the signal appeared to be in the wrong colors on the monitors. He stated that the setup was a hdmi-dvi cable that connects directly to the tower. He was able to find a dvi to dvi cable and after directly connecting to the dvi-I output on the computer, the issue was resolved. It was noted that this was due to not having a male/female converter to further isolate the issue at the dvi-dvi cable.